Event description:
It was reported by svc report that the siderail will not go up. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: glide rod.